Event description:
It was reported that during an unknown procedure, the device did not form proper clips. No further information provided. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 12/10/2025. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 1. Did device drop or eject clips? No. 2. Did device sideways feed clips? Yes. 3. Did device fire malformed clips? Yes. 4. Did device fire scissored clips? No. 5. Did the clip not hold on the vessel or tissue once placed? Clip did not hold. 6. Were there any patient consequences? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/4/2026. D4: batch # z7030u. Investigation summary. The product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent damage. In addition, the tyvek was returned along with the instrument. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lockout after all the clips have been fired; therefore a potential cause for the customer reported experience is the firing of all of the clips, as a result, the instrument could no longer be fired due to the activation of the lockout mechanism. Upon disassembling, no anomalies were found. The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the number of clips remaining. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned empty. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. When the 13th clip is fired, an orange bar will begin to appear in the indicator window on top of the device handle. The orange bar fills the indicator window when the final clip is fired. Device history review a manufacturing record evaluation was performed for the finished device batch z7030u number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/20/2026. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.